Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the device were impossible to close, but when it finally closed, it did not fire.